Event description:
Head of handpiece overheated and caused burn to pt's cheek.

Manufacturer narrative:
Pt was given tylenol 3 and prescribed vicadin. The pt has completely healed. The dr was unclear as to which device lead to the pt injury resulting in the servicing of two 25lpa devices. Refer to MDR 8010493-2008-00010 for the report on the other device suspected in this event. Due to improper maintenance, bearings were worn and gritty in drive assembly and shaft, head was damaged and medium debris level was present. Proper maintenance to handpiece was discussed. Office staff was performing maintenance with midmark spray but had an incorrect nozzle.